Event description:
During percutaneous coronary intervention (pci), the balloon ruptured and another balloon used to post-dilate the deployed stent. Pci was being performed on a 99% de novo lesion in the mid left anterior descending artery (lad) that was severly calcified and tortuous. The lesion was pre-dilated and a 3.0x18mm was being delivered to the target lesion, but it would not cross. Therefore, a 2.5x18mm cypher stent was delivered to the target site using a buddy wire technique and anchor balloon technique. After the stent crossed the lesion, the balloon catheter was inflated at 5-7 atms and began to loose pressure. The physician confirmed balloon rupture with an angiogram. The stent was left at the target site, and the stent and the stent delivery system was retrieved. The stent was post-dilated with a 3.0x15mm quantum balloon and sufficient stent apposition was confirmed. The procedure was successfully completed. The products will not be returned for analysis due to the pt's infectious disease.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. Additional information received will be submitted within 30 days upon receipt.